Event description:
It was reported that the patient was hospitalized with syncope and dizziness. It was found that the right ventricular (rv) lead had intermittent capture with some elevated high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of d11: sedr01 implantable pulse generator (ipg) (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2008. (B)(4).